Event description:
It was reported that an asymptomatic patient presented in clinic for follow-up. Upon interrogation, the pulse generator exhibited back vvi operation. After a device download, normal function resumed.

Manufacturer narrative:
(B)(4).